Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on a-rubber, water tightness was lost, connecting tube had a dent, objective lens had a scratch, forceps channel port was shaved, ig (image guide) protector had a scratch, protector of universal cord on s-connector side had a scratch, sw(switch)1 had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, grip was shaved, indication on s-connector was peeled, due to a dent on ch (channel)-tube, forceps could not be inserted smoothly, adhesive on a-rubber had a crack, a-rubber had a scratch, due to wear of angle wire, the play of u/d (up-down) knob was out of the standard value, connecting tube had a scratch, and connecting tube had discoloration. In addition, the scope-connector and the control section also had foreign object. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air/water leak. The device was returned for evaluation. During the device evaluation, it was found that there was foreign objects in the c-cover (plastic distal end cover). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was presoaked with detergent. Olympus will continue to monitor field performance for this device.